Event description:
It was reported that the device was not working as it should and the patient felt it had not worked properly since implant. The patient noted that she had kidney problems, which may impact her symptom relief. The patient stated that her healthcare provider (hcp) had planned to move her leads to her other side in (B)(6) 2013, but she had been in the hospital for other health reasons and she never scheduled the appointment or followed up with her hcp. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v846375, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).